Manufacturer narrative:
UDI #: (B)(4). Applications support manager was present at the time of the event. No other patients before had issues and surgeon treated a total of 8 eyes that day and no other problems were observed. There was nothing obvious to indicate why the tag was present. All pertinent information available to abbott medical optics has been submitted.

Event description:
While application support manager was providing first day surgery support for surgeon a patient's right eye flap was incomplete and would not lift. Surgeon noticed a central tag in the flap bed and aborted the procedure. Surgeon was able to dissect all around the tag, but was unable to dissect the tag. He chose to lay the flap back into position and retreat at a later date. Patient was seen by another surgeon post treatment and the patient is doing well. No loss of best corrected visual acuity (bcva). The patient's eye prescription has returned to pre flap measurements. The doctor will see the patient again in 1 month at which time he will determine what treatment to do (photorefractive keratectomy or 2nd flap attempt at 40 microns deeper).